Event description:
The electronic portal imaging device of a radiation linear accelerator reportly began to pivot in an uncontrolled manner from parked position to imaging position while gantry was rotated from 0 degrees to 180 degrees. Investigation results concluded that the brake on the vertical axis was not engaging when the imaging device was in the parked position. The failed component was returned to the supplier for failure analysis. A small quantity of adhesive substance adhered to the armature plate. The adhesive interfered with the full range-of-motion of the armature plate. The incident was discovered during application training and no pt involvement; therefore, no injury was reported. Upon initial review of this incident, a reporting decision was performed which evaluated the repercussions if this incident was to recur. As a death or serious injury appeared unlikely, this issue had been deemed not reportable. However, as a result of re-evaluation of this incident, a decision has been made to report this issue in the abundance of caution.

Manufacturer narrative:
Conclusion- supplier quality error.